Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 5 states "periarticular calcification or ossification, with or without impediment of joint mobility." Number 11 states "wear and/or deformation of articulating surfaces" this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 MDR's filed for the same patient (reference 1825034-2016-03830 / 03831 / 03832 / 03853).

Event description:
Patient's legal counsel reported patient underwent a left hip revision approximately 7 years post-implantation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative record reported revision due to metal wear. During the procedure, necrotic and partially calcified tissue that was grey colored, large soft tissue mass, large defects in the central acetabulum and nonviable posterior and superior rims of the acetabular bone were noted. The head and cup were removed and replaced with a biomet head and competitor cup; a competitor poly liner was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.